Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated accutni result generated by the unicel dxc 600i synchron access clinical system for one pt. Customer tested a sample for accutni and obtained a result of 1.54 ng/ml which repeated at 0.03 ng/ml. When tested at a later time, this sample gave a result of 0.08 ng/ml and upon testing on a different instrument, it gave a result of 0.03 ng/ml. The erroneous result was reported outside the lab and a corrected report was submitted. The customer has not received a report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
The sample is plasma. Qc is run daily and was within specifications. There were no errors in the event log. System check performed in 2008 at 9:44 pm passed within specifications. Customer repeated all samples back to the last acceptable qc. Customer is not questioning any other assays or results: a field service engineer (fse) was on site the next day: the fse discovered a large amount of micro bubbles in the wash pump intermittently. The fse cleaned the wash valve and replaced the wash pump seal and o-ring. Micro bubbles still occurred. The fse rebuilt the wash valve assembly and replaced dispense probes. All verification testing passed per established procedures. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.